Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's alarm history showed two no external power alarms but the patient only remembered on. The patient noted a damaged patient cable on the their mobile power unit (mpu). The event log showed a power cable disconnect/no external power alarm on 20feb2023 at 10:09pm-10:10pm and on 24feb2023 at 3:11am-3:12am while tethered on mpu. There was no interruption in pump support during these events. There were no other unusual events seen within the log files and the device operated as intended. It was noted that the mpu had a v-lock connector. The ac power cord did not come loose and no environmental circumstances affected the ac power at time of the event. The mpu was exchanged but will not be returned for evaluation.

Manufacturer narrative:
Section a: patient information was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the log file review; however, the reported event of a damaged mobile power unit (mpu) patient cable was not confirmed. The system controller event log file spanned approximately 11 days ((B)(6) 2023 to (B)(6) 2023 per the timestamp). No external power alarm activated on (B)(6) 2023 at 22:09, (B)(6) 2023 at 22:10, and (B)(6) 2023 at 03:11 due to rsoc and bus voltage dropping to ~0v while the device was connected to mobile power unit (mpu). The backup battery was able to provide power to the pump during the alarm. The alarm resolved on its own after activation. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Additional information on (B)(6) 2023 stated that the patient had a v-lock power cable for the mpu. The mpu was replaced and will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.